Manufacturer narrative:
The investigation for the reported hematuria has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematuria could not be determined.

Event description:
The user facility reported that a patient was implanted with an impella cp for support during a high risk cardiac procedure. It was reported that the patient had a foley but had the staff remove it due to discomfort and urine was reported to be wine colored. However, no alarms were present, and activated clotting time sub-therapeutic and heparin were titrated up. The pump was eventually removed independently and hemostasis was achieved.

Manufacturer narrative:
The impella device is not available from the customer. Therefore, investigation of the device is not possible. Should any new information be received, a supplemental report will be filed.